Event description:
Hip replacements are being recalled and rptr received one of them. Right legt is an inch shorter than the left. Rptr is experiencing pain as a result of the implant. The prosthesis is to be replaced.